Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during functional testing prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened es-04301 set containing a single guide wire, an arrow raulerson syringe (ars) and a single lumen catheter for evaluation. The guide wire advancer was not returned. The guide wire was observed to have several bends/kinks along the body. The distal j-bend was slightly misshapen but intact. No damage was observed on the ars or catheter. Microscopic examination confirmed the kinks/bends in the guide wire body. Both welds were present and were observed to be full and spherical. Dried blood was observed in the ars plunger and on the guide wire body indicating use. The kinks/bends in the guide wire were located 249, 301, 320 and 331 mm from the proximal tip. The overall length and outer diameter of the guide wire, and the catheter body length were measured and all were found to be within specification. The guide wire was advanced through the returned ars and the returned catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in several locations along the body. The returned guide wire, ars and catheter met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during functional testing prior to patient use.